Manufacturer narrative:
(B)(4). The returned sample was visually inspected upon receipt. It was confirmed that the pigtail line was detached from the oxygenator arterial port. A portion of the tubing from this line was still bonded within the port, and the surface of the tubing appeared sheared. No other visual anomalies were noted on the device. A retention sample from the same product code/lot number combination was visually inspected and it was confirmed that the pigtail line was properly bonded to the port and attached without damage. All capiox units are 100% visually inspected at several points in the production process. It is likely that the line was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior cardiopulmonary bypass procedure, during prime,the tubing that connects from the purge line from the outlet of the oxygenator gets disconnected. No patient involvement. Product was changed out. Surgery was completed successfully.